Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient reported a blood glucose result of ¿183 mg/dl¿ with the subject meter. The patient manages her diabetes with humulin n insulin, humulin r insulin and metformin pills. It is not known if the patient made changes to her usual management routine. About an hour after the start of the alleged issue, the patient claimed she felt symptoms of lethargic and shaky. No treatment was specified. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ ((B)(4) 2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.